Manufacturer narrative:
--

Event description:
Additional information indicates that the patient had an indwelling permanent catheter that was in place before the pacemaker was implanted. The permanent catheter became infected and was removed first. The original site of infection was the permanent catheter and not the pacemaker. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.